Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a cracked case. The device was not bumped or dropped and the drive support cap is not damaged. Customer was not aware of how the damage occurred. Customer stated that the crack is seen at the reservoir tube. The insulin pump was replaced and returned for analysis.